Event description:
Edwards received information that an aortic bioprosthetic valve required valve-in-valve (viv) intervention after an implant duration of 12 years 11 months due to critical aortic stenosis. Patient was reported in stable condition.

Manufacturer narrative:
DHR review. Additional manufacturer narrative - the reported device was not returned to manufacturer as it remains implanted viv. Without receipt of the explanted device, no definitive conclusions can be drawn regarding the clinical observation. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. No CAPA is applicable; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.